Event description:
It was reported the lead's high voltage right ventricular coil was visibly damaged during manipulation of the lead through two non-valved sheaths sized 9 and 10 french. It is unknown whether the damage occurred when the lead was in the 9 or 10 french sheath. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead's high voltage rv coil was visibly damaged during manipulation of the lead through two non-valved sheaths sized 9 and 10 french. It is unknown whether the damage occurred when the lead was in the 9 or 10 french sheath. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.